Manufacturer narrative:
Section d10, h3: additional information section h4: correction manufacturer's investigation conclusion: incidental findings: evaluation of the returned pump, heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), confirmed wire fatigue on the external portion of the driveline. Although the evaluation could not determine a specific duration of time for which the driveline was damaged, it should be noted that this damage could have contributed to the low speed events (including pump stops) that were confirmed on 29mar2020, 02apr2020 and 12apr2020, if the damage was present at that time (reported and investigated MFR # 2916596-2020-01858). The patient remained on (B)(6) with no reported events until a pump exchange was performed on 29may2020. Multiple requests for additional information were sent to the center; however, no further details were provided. Hmii lvas, serial number (B)(6) was received for evaluation on 04sep2020. (B)(6) was returned assembled with the driveline (dl) cut approximately 6.75¿ from the pump housing, and the 31.25¿ distal end was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached from the pump¿s inlet port. The outflow graft bend relief was cut lengthwise and returned detached from the outflow elbow. Approximately 1.5¿ of outflow graft bend relief material was returned. The outflow graft was cut approximately 0.25¿ from its hardware and returned attached to the outflow elbow, which was attached to the pump¿s outlet port. No developed depositions or thrombus formations were observed during the examination of the pump¿s blood-contacting surfaces. Electrical continuity testing of the driveline revealed no discontinuities or shorts, even with manipulation of the driveline. The silicone jacket, clear bionate, and metal braided shield layers were removed to examine the underlying wires. Visual examination of the wires of the 31.25¿ distal end found a breach to the insulation of the brown wire, approximately 0.75¿ from the metal connector. The brown wire redundantly supports motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires, as well as the remaining portion of the brown wire, were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed events, pump stoppages, and associated alarms that were confirmed through the analysis of the log files that were reported under MFR # 2916596-2020-01858 could have resulted from a short to ground if the exposed conductors from the brown wire made contact with the braided shield on either the power module or mobile power unit. The pump was cleaned and reassembled. The damage to the 31.25¿ distal end of driveline was bypassed and the pump was functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended the relevant sections of the device history records for vad-20553 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23jan2018. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. The hmii lvas patient handbook (rev. C) is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pump exchange on (B)(6) 2020. No additional information was provided.